Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 500 mg/dl. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer had low blood glucose event in the range of 69 to 70 mg/dl and customer was passed out. Customer had symptoms such as nausea abdominal pain, difficulty breathing. Customer experienced blood glucose of 80 mg/dl. Customer reports that insulin exited with quick release. Customer did not allege for under delivering. Customer stated that there was no air bubble and leak. Customer was treated with manual injection and insulin pump. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.